Manufacturer narrative:
Customer biomedical engineer advised that they are not able to retrieve specific patient information from specific cases. The hospital biomedical engineer replaced the ez change valve assembly.

Event description:
The hospital reported that, during a case, higher than expected level of carbon dioxide was noted. There was no reported patient injury.